Manufacturer narrative:
An event of valve fracture during the procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the potential cause of the reported incident could not be determined. There is no indication of a product quality with respect to labeling, design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
An event of valve fracture during the procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the potential cause of the reported incident could not be determined. There is no indication of a product quality with respect to labeling, design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 29mm sjm masters series mechanical heart valve was chosen for a procedure. During procedure, the valve broke after insertion in the patient, resulting in the need to prolong perfusion time.